Manufacturer narrative:
Sales representative did not have the information for the infection aware date. According to sales representative, the new system was implanted on (B)(6) 2019.

Event description:
It was reported that this right ventricular lead was explanted with the rest of the system due to a suspected infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was explanted with the rest of the system due to infection. No additional adverse patient effects were reported.